Event description:
It was reported that the patient presented for a routine follow-up visit. Upon interrogation, the device displayed a message that high voltage circuit damage may have occurred. The message corresponded with the date and time the patient underwent a coronary artery bypass grafting procedure. A capacitor maintenance was performed displaying normal charge time. Further test was discussed but was not performed. No adverse events to patient were reported. Patient will continue to be followed.